Manufacturer narrative:
(B)(6).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. There was no report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.